Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. Data logs show that throughout the case, placement signal and flows are noisy. The rest of the 5s parameters are within specification. Clinical states re-zeroing sensor resolved the issue. The cause of the optical signal issues was most likely patient condition related. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. While on support, the aortic placement signal began to drift, producing readings that did not correlate with the patient¿s actual blood pressure and triggering suction alarms. Normal pump position was confirmed via echocardiography. The patient remained awake, alert, and asymptomatic. Sensor drift was confirmed 71 days into the pump run, and the aortic placement signal was re-zeroed using an external reference. Following this adjustment, the false suction alarms resolved and the displayed metrics again correlated with the patient¿s clinical presentation. No reported harm to patient.